Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels above 300 (mg/dl). Boluses and injections were delivered to address bg levels. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion could not be performed.